Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Pfs and ppf have no allegation for the right hip. After review of medical records for MDR reportability, it was stated that the patient was revised to address instability and multiple dislocations in its lateral and superior direction. Revision notes reported a defect at the acetabular component posteriorly, and the iliopsoas tendon and surrounding periosteum were sleeved off during the surgery and was repaired. It was also indicated that the cup was 70 degrees vertical. There was a 10 degree face-changing liner with augmented high wall portion of the liner placed directly inferiorly or a resulting angle function of 80 degrees with some superior wear present. Doi: (B)(6) 2000; dor: (B)(6) 2010; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. H6 patient code: no code available (3191) was used to capture surgical intervention and joint laxity. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. (B)(4).

Event description:
Patient was revised to address chronic dislocation attributed to malpositioning of the cup. Poly wear of the liner was also reported. Doi (B)(6) 2000 - dor (B)(6) 2010 (right hip). Update 19 jun 2018 (B)(4) has re-opened under (B)(4) due to receipt of ppf, pfs and medical records. Pfs and ppf have no allegation for the right hip. After review of medical records for MDR reportability, it was stated that the patient was revised to address instability and multiple dislocations in its lateral and superior direction. Revision notes reported a defect at the acetabular component posteriorly, and the iliopsoas tendon and surrounding periosteum were sleeved off during the surgery and was repaired. It was also indicated that the cup was 70 degrees vertical. There was a 10 degree face-changing liner with augmented high wall portion of the liner placed directly inferiorly or a resulting angle function of 80 degrees with some superior wear present.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.